Manufacturer narrative:
The investigation for the product damage has been completed. The pump was not returned for investigation. A data log review was not required for this case. As per the given clinical details, the pump damaged the right femoral artery, with reported stenosis and tortuous vessel conditions. Additionally, a kink was found at the damaged site during procedure. The cause of the product damage was most likely use related since the kink was reported which is sign of applied excessive force. Corrections to the initial MFR report: added d6a/d6b g1 MDR reporting contact email

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The complainant reported the impella cp moved through the sheath without issue but had kinking at the puncture site as diameter had not been measured via CT. Due to the stiffness of outlet and motor, it was not possible to move the impella forward. There was no reported patient harm.